Event description:
It was reported that before an unknown procedure, the titanium tip was broken during pre-run test. The broken piece was retrieved by forceps. Changed another one to complete the procedure. No adverse event on the patient..

Manufacturer narrative:
(B)(4). Additional information: pin hole the device was returned with the hand activation contacts bent and with the blade tip intact. The device was assembled to a handpiece and it was difficult to rotate the shaft. During functional testing on gen11 an alert screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. When the blade is damaged and prior to it cracking, it is possible to fail pre-run test, resulting in an alert screen. This was seen during our testing. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an alert screen or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.